Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to omental and bowel adhesions. It was reported that following insertion the patient experienced infection, urinary & bowel problems, bleeding, neuromuscular problems, vaginal scarring and organ perforation. It was reported that the patient underwent bilateral uteral pyelography on (B)(6) 2013 concurrently with polaris uteral stent placement and uteroscopy. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) of 2010 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. Additional information received (B)(6) 2013. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure (B)(6) 2010 and mesh were implanted along with concurrent bso to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh revision on (B)(6) 2010 due to erosion of vaginal mesh and persistent urinary incontinence no additional information is provided at this time.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2010 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced prolapse, bladder perforation and adhesions.